Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory indicated there was a low telemetered battery voltage measurement.

Event description:
It was reported that prior to use, the implantable cardioverter defibrillator (ICD) device exhibited a gray bar on interrogation, in dictating low telemetry battery voltage. The device was not use. There was no patient involvement.